Manufacturer narrative:
An engineering evaluation was performed to further investigate the reported issue. The results of the investigation revealed new information which altered the previously reported results. Upon further analysis, the evaluation summary was amended to reflect that inaccurate values were not confirmed during evaluation. As a consequence of negating the inaccurate values, drifting values were also invalid. The ¿potential of drifting values¿ was speculative. In addition, while the initial evaluation stated that no physical damage was found, a broken pin was noted, negating the statement that no physical damage was detected. The foregoing information has been properly documented in the complaint file and no further actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The cable is expected to be returned for analysis; however, it has not yet been received. Upon the return of the device a supplemental report will be sent with the investigation results. The serial number was not provided; therefore, a review of the manufacturing and servicing records could not be completed. This cable is only sold in (B)(4); therefore, there is no existing 510k number to report.

Event description:
It was reported that during use of a truwave cable, an inaccurate arterial pressure value was indicated. There was no reported problem zeroing prior to use. The problem with the shape of the pressure waveform was not observed. When the customer attempted to zero, the value deviated approximately 5-10mmhg from baseline, so they disconnected and reconnected the cable. The waveform returned to flat and the department was able to zero, so they started to measure the left atrial (la) pressure. The expected value of the la pressure was 10-15mmhg but the actual value was 3-4mmhg. The customer again performed zeroing and measured the pressure. The value was 10-15mmhg and the problem was solved. It is unknown whether the patient was treated based on the incorrect value. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The truwave cable was returned for examination. The customer¿s complaint was confirmed through evaluation of the returned device. The root cause of the aberrant value was identified as the result of a broken, missing pin in the line. The physical damage was concluded to be consistent with abuse incurred by the end user. There was no evidence or indication that a manufacturing defect was responsible for the missing pin. Additional information received by edwards indicated that the cable had been used in three cases. Please refer to reports 2015691-2018-04316 and 2015691-2018-04315 for the additional cases. Exchange of the suspect cable has since resolved the customer¿s issue, while the suspect cable has been ¿scrapped.¿ with any hemodynamic monitoring, patient readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.